Event description:
Revision of total knee arthroplasty due to pain.

Manufacturer narrative:
Engineering eval of the returned femoral component noted markings consistent with device removal as well as several small pieces of bone and soft tissue debris in the cement pockets. Soft tissue debris was also evident on the articular cam and in the intercondylar box. The device history record review provides assurance the part was accepted with conformance to the product requirements.